Event description:
It was reported that the insulin pump squirted out the insulin and alarmed an error. It was stated that the customer was not able to rewind/prime the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.